Manufacturer narrative:
G4:23nov2020. B4:25nov2020. A biomedical engineer from agiliti evaluated the device and was unable to duplicate the symptom. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. This reporter stated that a female patient of unknown age, height, and weight was admitted to a medical surgical unit in a hospital on an unknown date with an admitting diagnosis of hypoxia secondary to coronavirus covid-19 positive. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed ventilation therapy via the respironics v60 ventilator; prescription, device settings, configuration, patient circuit, and patient interface not reported. While admitted on (B)(6) 2020 at 2030, the patient was receiving therapy via the v60 device and the machine was functioning properly. At 2145, the telemetry technician alerted the nurse that the patient experienced an event of significant hypoxia with a peripheral capillary oxygen saturation (spo2) of 50%, the nurse entered the room and found the patient to be obtunded and connected to the v60, the v60¿s screen was black, and not plugged into ac power mains. Hospital staff then plugged the device into ac power mains, the device powered up and delivered therapy, but the patient remained unresponsive, so manual ventilation was administered, and the patient maintained a pulse. Due to the event of decompensation, the patient then underwent endotracheal tube intubation, was prescribed invasive mechanical ventilation; device brand, model, and prescription details not reported, and the patient was admitted to the intensive care unit (ICU). The patient remained in the ICU receiving invasive ventilation therapy for five days, was then extubated, and discharged from the hospital without further issue on an unknown date. Review of the provided diagnostic report (drpt) showed that the device generated a running on internal battery messages on (B)(6) 2020 at 02:37.14 pm and at 06:54.45 pm. At 08:53.44 pm, 09:07.09 pm, and 09:27.56 pm on (B)(6) 2020, the device generated low internal battery alarms. No a/c power restored messages were generated on (B)(6) 2020. There was no malfunction of the device. The device was behaving as intended when it alerted the users on two occasions that the device was operating on dc (battery) power, and then it alerted the users on three occasions of low battery condition. The low internal battery message is an expected device behavior when the battery can provide operating power for only an additional 15 minutes under nominal conditions. This alarm autoresets when ventilator is connected to ac power (respironics v60/v60 plus ventilator, user manual, publication number 1047358, revision u, september 2019, page 9-7). Review of the provided diagnostic reported showed that the users did not plug the device into ac power prior to the device shutting down. The root cause is traced to user error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 12nov2020.

Event description:
A customer reported to philips that while in use on a patient, the v60 ventilator¿s screen went black on dc (battery) power, and the patient experienced an event of significant hypoxia and decompensation. The customer reported that the unit was in use on a patient at the time of the report device behavior and adverse event.